Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The device system was not conditional for an MRI, resulting in bvvi. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.